Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block e1: initial reporter address 2: (B)(6). The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The on-site inspection found that the water flow switch was cracked and leaking, leading to a lack of coolant and abnormal noise. The fse performed the flow switch replacement and coolant unit water reservoir refill. The issue was resolved and the unit was within specification. It is likely that the low coolant level was causing the abnormal sound reported. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on all available information, since an expected or random component failure was identified without any design or manufacturing issue, it was concluded that the cause of the complaint was traced to component failure.

Event description:
It was reported that prior to procedure, the device made abnormal sounds when it was turned on. It was noted that the procedure was stopped. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block e1: initial reporter address 2: (B)(6).

Event description:
It was reported that prior to procedure, the device made abnormal sounds when it was turned on. It was noted that the procedure was stopped. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.